Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: unavailable. The complaint device was received and inspected. Visual observations revealed that the needle was jammed inside the shaft of the expressew ii. This complaint can be confirmed. Also, the plastic flag missing from the needle. It looks like the flag came off while attempting to remove the needle through the distal tip. When the needle is jammed inside the device, visual evidence shows that an attempt to remove the stuck needle was made by pulling it out from the distal end of the suture passer which caused the needle to jam. This attempt was beyond the design intent of this device. The root cause for the reported failure is user error, trying to pull needle through the distal tip which is an incorrect procedure. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any type for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the (B)(4) complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the affiliate in (B)(6) that the expressew ii flexible suture passer -ns device was broken and unusable. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: unavailable. A review of the device history record indicated that this lot of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed.